Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair procedure, when trying to deploy the first suture, both sutures came out. Ts were removed. The procedure was completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed two devices were returned in one carton. One device was returned with the blue split cannula and the other without the cannula. A visual inspection revealed the device was returned outside of original packaging. The anchors are suture were not returned with the devices. The devices are in the fully actuated position. Debris on both devices. A functional evaluation revealed the actuator could be depressed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.